Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump as under delivering. Customer was assisted with troubleshooting for high bloods glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with bolus for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that auto mode feature was not on. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.